Event description:
Patient reported obtaining back-to-back blood glucose results of 500 mg/dl, 390 mg/dl, and 145 mg/dl, while using the suspect device. Patient also reported obtaining a blood glucose result of 27 mg/dl without experiencing any symptoms of hypoglycemia. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.